Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead and another manufacturer's implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. This product remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information was received that no anomalies were noted under fluoroscopy. The programmed configuration was reprogrammed rv coil to can and stable measurements were noted. The patient was scheduled for defibrillation threshold (dft) testing on a date in the future.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that dft testing was performed and was successful in converting the patient. No additional information is available at this time. No additional adverse patient effects were reported.